Event description:
It was reported that the lead exhibited a capture anomaly and less than 100 ohms impedance.

Manufacturer narrative:
Final analysis found the proximal coil was crushed at 254 mm from the connector pin. The damage found is consistent with clavicular crush. A hypot test indicated a short between coils. The distal insulation was damaged under the crush area which could have caused the short and lead to the capture anomaly.